Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the customer reported complaint. The unit was tested on an in-house system and failed normal mode as it triggered errors 31085 and 31086. The unit was also tested on a patient side cart (psc) fixture test platform and passed the fiber, led brightness, direction test, insertion buttons, carriage switches, lissajous and check cannula tests.

Event description:
It was reported that during a da vinci-assisted surgical procedure, universal surgical manipulator (usm) 2 was displaying a recoverable fault. The customer stated that they performed a hard power-cycle and the error returned. The customer then disabled usm 2, and they proceeded with the case with the remaining arms. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and found error 31085 pointing to usm 2. The site was completed the procedure with no reported injury.